Event description:
It was reported the manufacture representative was called into the theatres for an urgent catheter revision procedure on a pediatric patient on (B)(6) 2013. The surgeon had implanted a synchromed 2 pump last month and had to perform a dural repair previously on the patient. The patient then has had a further csf leak, which the procedure the day of the report was to repair. The surgeon alleged that the ascenda catheter is ¿too stiff¿ and that it tears the dura in pediatric patient¿. The surgeon did not replace the ascenda in-situ as planned but sealed the dura with further purse string sutures and ¿tisseel¿. It was indicated the patient experienced harm/injury (csf leak x 2). The patient outcome was unknown at the time of the report as awaiting the outcome of the surgery. The pump was used to deliver baclofen. Additional information later reported the patient had a repair which appeared to be repaired. They tested the repair with an extended val-salva and it held.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# unknown, implanted: (B)(6) 2013. Product type: catheter. (B)(4).